Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 128mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The displacement test and self test were completed and passed. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly.